Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the pouch broke. No patient impact. It is unknown how the procedure was completed. No other details are known. The device was discarded.